Event description:
We have received information that this device failed during therapy. The device reliably recognised the condition and issued a corresponding alarm. No harm to patients, users or third parties has been reported.